Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "e315" was presumed to have been due to water invasion of the scope connector during user handling, which caused an abnormality in electronic components and the event occurred. The suggested phenomenon of "foreign material clogged in nozzle" was reported to appear as a kind of "black rubber", but the material could not be further identified. It was presumed to have been due to the user facility returning the subject device without conducting/completing reprocessing, leading to the foreign material to remain in the nozzle. The user can detect the event "e315" by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user can reduce/prevent occurrence of the event "e315" by handling the device in accordance with the following IFU: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." The user can detect the event "foreign material clogged in nozzle" by handling the device in accordance with the following IFU: -inspection of the air-feeding function -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. E315 error was reported due to the immersed and corroded video connector. Additional device evaluation findings were as follows: there was black rubber clogged in the nozzle, b30 error was reported occasionally due to immersed and corroded video connector, the venting connector had a poor seal, and the up angle was insufficient. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 unsupported scope error message. The issue was observed during reprocessing; therefore, no patient harm was associated with this event.